Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
During a review of device diagnostic data from the (B)(6) database, boston scientific determined that this subcutaneous implantable cardioverter defibrillator (s-ICD), implanted on (B)(6) 2018, exhibited evidence of premature battery depletion which could potentially lead to compromised therapy. Engineering data analysis on the device estimated that the remaining battery capacity, based on the actual voltage level and capacity consumed to date, would be sufficient to provide therapy during the identified replacement window. Since it was not possible to determine root cause for the premature battery depletion, nor predict future behavior based solely on the device latitude diagnostic data review, the clinician was contacted by boston scientific to discuss device status, an acceptable replacement window and ensure the unit was returned post explant. The device has since been explanted and returned to boston scientific for laboratory analysis. No resulting adverse patient effects were reported during the implanted period nor during the replacement procedure. Another s-ICD unit was implanted without reported complications.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; the sensing and shocking functions of the device were verified. Residual gas analysis indicated a higher percentage of hydrogen gas than normal inside the pg case. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition, which depleted this s-ICD's battery. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
During a review of device diagnostic data from the latitude remote patient monitoring system database, boston scientific determined that this subcutaneous implantable cardioverter defibrillator (s-ICD), implanted on (B)(6) 2018, exhibited evidence of premature battery depletion which could potentially lead to compromised therapy. Engineering data analysis on the device estimated that the remaining battery capacity, based on the actual voltage level and capacity consumed to date, would be sufficient to provide therapy during the identified replacement window. Since it was not possible to determine root cause for the premature battery depletion, nor predict future behavior based solely on the device latitude diagnostic data review, the clinician was contacted by boston scientific to discuss device status, an acceptable replacement window and ensure the unit was returned post explant. The device has since been explanted and returned to boston scientific for laboratory analysis. No resulting adverse patient effects were reported during the implanted period nor during the replacement procedure. Another s-ICD unit was implanted without reported complications.